Event description:
It was reported that at home care, wife hoisted husband to the top of their rented lift when s hook (that links the cradle to the sling broke in half) dropping pt. Rescue squad was called, pt was recovering from split hip-earlier, he stated he couldn't feel except he stated he couldn't feel except tingling and was awake. Dealer removed lift from home, they also took the broken s hook. Customer service to issue an ra# for chains.